Manufacturer narrative:
Physio-control evaluated the device and verified the reported failure. Physio-control determined that the cause of the reported failure was due to an electrically leaky filter, designator fl9 on the analog pcb assembly. The leaky filter depleted the internal hybrid layer capacitor (hlc) batteries. The customer received a replacement device.

Event description:
The customer reported that their device was showing all three icons (attention, service and charge-pak). With all three icons showing, the device may not have sufficient power to deliver effective defibrillation energy to a patient, if needed. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.